Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged downstream occlusion (dso) seal, worn keypad overlay, loose air detector, and damaged upstream occlusion (uso) seal. Functional test was performed - found that the latch lock is loose. Also found that the pump reports error code 41860 (to resolve this printed wireless assembly (pwa) will be replaced). Problem stated by the customer couldn't be replicated at the time of the investigation when the event history log (ehl) was downloaded and inspected. To resolve these issues the following parts will be replaced: keypad overlay, dso seal, latch lock, pwa, and uso seal. The air detector will be either set back in place or replaced entirely. After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a cassette loading issue. The fault occurred when trying to load the cassette. There was no patient involvement, and no patient harm/ adverse event reported. The following information was provided by the investigation: found damaged downstream occlusion (dso) seal and loose latch lock. Also found that the pump reports error code 41860.